Manufacturer narrative:
Event date: exact date unknown, event occurred four weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site due to migration which was confirmed through an x ray. The patient underwent a revision procedure wherein the ipg was moved from the left side to the right side. The patient was doing well postoperatively.